Event description:
It was reported by the customer the device was used during a laparoscopic cholecystectomy. It was reported the clips did not close completely when applied. Another device was used to complete the case. There was no consequence to the patient.